Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The field service engineer checked and aligned tubing and flushed vacuum valves and tubing. Operational and mechanical checks had acceptable results. The customer stated qc "looked fine that day." The investigation is ongoing.

Event description:
The initial reporter complained of questionable total protein urine/csf gen.3 results for 4 patient urine samples on a cobas 6000 c (501) module analyzer. Patient (B)(6): the initial result was 4 mg/dl and on (B)(6) 2021 the repeat result was 8.7 mg/dl. Patient (B)(6): the initial result was 58.2 mg/dl and on (B)(6) 2021 the repeat result was 155.3 mg/dl. Patient (B)(6): the initial result was 6 mg/dl and on (B)(6) 2021 the repeat result was 10.8 mg/dl. Patient (B)(6): the initial result was 77.3 mg/dl and on (B)(6) 2021 the repeat result was 125.7 mg/dl. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The reagent lot number was 53027601 and the expiration date was 30-apr-2022.

Manufacturer narrative:
The provided instrument alarm trace did not indicate any issues. The investigation determined that the issue found by the field service engineer was the root cause of the event.